Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing. It was suspected that the device has migrated which contributed to the oversensing. A chest x-ray was ordered; however, the results were not shared with boston scientific. The patient underwent defibrillation threshold (dft) testing; however, a treatment plan has yet to be shared with boston scientific. No adverse patient effects were reported. The device remains in service.